Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and found the reported failure 25730 to be confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as error 25730 was triggered. After reviewing the error logs, several communication errors were found including 1126, 31226 and 32096, pointing out to the downstream and upstream issues. The usm was also tested on a test system and failed the fiber test on all fibers. The clockspring, parallelogram and rolling loop fibers were swapped with new ones, and the errors went away. The original fibers were reconnected, and the errors returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault on arm 2, an investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further troubleshoot the issue. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a universal surgical manipulator (usm) exhibited a persistent issue during the procedure. The usm was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the arm 2 kept getting a recoverable fault. The intuitive surgical, inc. (Isi) technical service engineer (tse) found multiple faults for arm 2. The customer was in the process of pulling arm 2 out of the way and will use arm 1 instead. The customer only needs three arms for the case. The customer didn't want to do any troubleshooting during the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: the issue occurred during the procedure. System functionality checks were done at startup and there were no errors. There was no injury to the patient.